Event description:
It was reported that the pt who is usually very flaccid began to experience increased spasticity prior to admission to the hospital. The pt was diagnosed with a methicillin resistant staph aureus wound infection. The hcp believes that the infection developed from fluid from the gastric tube running into the pump incision. The pt was quickly weaned off of the intrathecal baclofen with the first dose reduction of 50% and was given baclofen 10 mg/day per g-tube the day before pump explant. Postoperatively, the pt gradually developed hiccoughs, flushing and hot skin (temp of 100 degrees), severe sustained clonus, agitation, possible seizure, hypermetabolic state, "looked septic" and was in baclofen withdrawal syndrome. The airway was maintained and the pt was given 100% o2. The pt was transferred to the intensive care unit for further management. The pt was treated with ativan IV and baclofen 80 mg tid per tube. He was noted to have decreased gasterointestinal functioning as evidenced by vomiting and increased residuals. He currently is on baclofen 40 mg every four hrs and xanaflex 2mg tid in addition to antibiotics. He is experiencing spasticity, but "looks wonderful" today. The hcp described the pt as "not high functioning." The hcp reported that they are not planning to replace the pump due to the ongoing issues with the gastric tube.